Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit leaks water in several places. Since the event occurred during preventative maintenance, there was no pt involvement.